Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a lead reposition procedure, the pulse generator exhibited a setscrew anomaly. The device was explanted.